Event description:
The patient experienced diabetic ketoacidosis while wearing the pod on the abdomen. The pod had been in use for between 5 and 24 hours prior to the onset of symptoms. Reported symptoms included vomiting and mild hyperthermia with blood glucose levels around 22 mmol/l (396 mg/dl). Emergency medical services were contacted, and the patient was transported by ambulance to the infirmary. The pod was removed by the paramedics upon arrival. The patient was hospitalized for approximately 36 hours and discharged after stabilization. Treatment included intravenous drips; specific medications were not recalled. A new pod was applied at the hospital prior to discharge.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.